Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that when "saved/get parameters" were used prior to the patient getting an MRI, "search av" program turned on and polarities changed . The device remains in use and no further patient complications have been reported as a result of this event.